Event description:
It was reported that patient presented to ER after receiving multiple hv therapies due to a vt storm. Device continued to deliver therapy until the device went into reset mode and charge time limit had been reached. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.